Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) study same case as MDR ID 2134265-2017-02790. It was reported that tamponade occurred that was treated with a pericardial evacuation. The event was considered resolved 3 days later.

Manufacturer narrative:
Bsc ID# (B)(4)/ tw# (B)(4).

Event description:
It was further reported that there was no performance issue reported with the viking catheter. The orion catheter was used successfully. The patient is alive at the 1m fu with no other adverse event reported.

Manufacturer narrative:
Outcomes attributed to ae, describe event or problem: updated. (B)(4).

Event description:
It was further reported that the perforation was more a "suffusion" meaning that there was no real hole in the myocardium, it was not directly made by mechanical action of the catheter, but more due to the anticoagulant treatment or indirectly by the rf burning. The suffusion was not life threatening . The patient was hospitalized longer than usually.